Manufacturer narrative:
Patient information was not provided. The inspire 6f m hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack (lot 1804160164) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. The age of the device was calculated as the time elapsed between device sterilization and the date of event. Per exemption number e2016005. The complained inspire 6f m hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone oxygenator (catalog number 050702) is registered in the USA (B)(4). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Sorin group italia manufactures the inspire 6f m hollow fiber oxygenator. (B)(4). The involved device has been requested for return to sorin group italia for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet returned.

Event description:
Sorin group italia has received a report of a blood leak from the outlet connection of the inspire 6 hollow fiber oxygenator during a procedure. The leak was identified 10 minutes after delivery of cardioplegic solution. The medical team attempted to resolve the issue by changing the cardioplegia line, but the issue persisted. The surgeon elected to maintain the heart at low temperature with icy serum and to not administer hot perfusion before de-clamping. Through follow-up communication, sorin group italia was informed that the procedure was prolonged 30 minutes. There was no report of patient injury.

Manufacturer narrative:
Sorin group italia manufactures the inspire 6f m hollow fiber oxygenator. The incident occurred in caen, france. Per exemption number e2016005, sorin group italia s.r.l. Is submitting the report for both sorin group italia s.r.l (manufacturer) and livanova USA., inc. (Importer). The involved device was returned to sorin group italia for investigation. Visual inspection of the returned oxygenator identified a crack in the thread of the connector for the cardioplegia line. The reported leak originated from this crack. In-process leak testing and visual inspection performed on 100% of devices during production would have detected this type of a crack. A review of the device history record confirmed that the device was released in compliance with manufacturer specifications. Therefore, sorin group italia has determined that the most probable origin of the crack are mechanical stresses that occurred following product release (i.e. During shipping and/or handling). However, the cause of the event could not be fully identified and an isolated manufacturing defect could not be fully excluded. As the rate of occurrence for this type of event is very low and a clear root cause could not be determined, no corrective action was identified.